Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5068 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that during a post-operative check it was noted that no diagnostics were recorded on the device. The atrial port was plugged and the device programmed vvir. Implant detect had not been completed, so this was performed manually. The device remains in use. No patient complications have been reported as a result of this event.